Event description:
Subsequent to the initial report, the following was received: device was a 6x150 supera veritas.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, a supera veritas stent was successfully implanted in the popliteal artery. On (B)(6) 2014, the patient was hospitalized for leg pain and an angiogram was performed, showing complete destruction of the stent structure at the popliteal area, resulting in total occlusion of the implanted stent. The stent was surgically explanted. Of note, the patient has a job which involves being in a squat position for extended periods of time. There was no report of adverse patient sequela and no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that the root cause of stent failure was due to improper vessel preparation / stent sizing and distal stent end placement with patients extended periods of bent knee (squatting). Improper vessel preparation and stent sizing per the supera instructions for use (IFU) selected stents resulted in stent elongation and reduced stent lumen. The stent diamond pattern throughout the deployed length is indicative of elongation. The stent lengthening during deployment is due to unprepared vessel and stent oversizing. Balloon dilatation with 5mm and 6mm balloons that did not achieve the IFU diameter of >6.8mm for 6mm stent. It is highly unlikely that balloon dilation was able to achieve a vessel diameter for the 6mm supera stent. Placement of the distal end of the supera stent proximal to the knee joint juncture was not optimal for extended periods of knee bending. The distal end of stent likely became occluded similar to the distal popliteal vessel prior to stent implant. Per the supera IFU, the recommended pre-dilatation diameter for a 6.0 mm stent is greater than 6.8 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.